Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was partially applied with twenty six remaining clips. There was no clip loaded in the jaw. The ratchet f unction was engaged. The distal end of the channel cover was disengaged. It was also revealed that the jaws were misaligned and twisted. It was reported that the jaw of the device would not reopen. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The misaligned jaws condition may occur if the distal end of the device is subjected to excessive manipulation during application of the instrument. The cover damage may occur if the distal end of the device is subjected to excessive manipulation during application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not excessively twist or torque the jaws. Excessive twisting or torqueing the jaws may dislodge clip from the jaws or cause clip malformation after jaw closure. Make certain that the tissue to be occluded fits completely within the confines of the clip or bleeding and leakage may result. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the splenectomy, on the very first time the doctor attempted to use the device, the jaw of the device would not reopen. Another clip applier was used to resolve the issue. There was no patient injury.